Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the programmer overheated. It was indicated that the power supply connector was melted. It was also indicated that the battery would not charge. The programmer was repaired and returned to service. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer power adapter pin started overheating and smoking while the programmer was powered on. The progr ammer was turned off, and it was noted that the adapter pin tip was melted. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the power supply. Visual inspection: power connector has melted plastic around the metal plug. Benchtop analysis: checked electrically connection between the +19v output and ground ¿ electrical short. Confirmed customer complaint caused by power supply connector failure. The dc plug cable end is electrically shorted. If information is provided in the future, a supplemental report will be issued.